Event description:
Physician reported right side deflation. Physician later reported via dt form capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Physician reported right side deflation. Physician later reported via dt form reported "severe scar tissue, baker grade IV capsular contracture, deflation, breast deformity, painful hardening of breast". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings on the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted.